Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
A resident fell during a transfer from a wheelchair to a bed using the maxi twin lift and a clip sling, when the clip securing the left leg unexpectedly detached. The resident was taken to the emergency department with reported injuries to the head, shoulder, and potentially the hip.